Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female patient who underwent primary breast reconstruction surgery with a 325cc mentor memorygel breast implant experienced right sided rupture and neoplasm malignant post procedure. Patient previously had breast cancer prior to the rupture. Patient's prior breast cancer diagnosis was in remission for more than 10 years prior to date of implantation. Based on information provided patient was breast cancer free the time of the rupture. As a result, patient had an explantation on (B)(6) 2022.